Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was noted that the right atrial (ra) lead was intermittently far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.